Manufacturer narrative:
The reported event of the distal disc deploying in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 22 mm amplatzer septal occluder was selected for implant. During device deployment, the distal disc was discovered to be in a cobra deformation. The device was removed and replaced with a new 22m amplatzer septal occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.